Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the tip of the guide wire had separated. It is not known as to when or how the guide wire separated; however, there was no pt injury and there is no guide wire portion left in the pt. No additional event or pt information is available.

Manufacturer narrative:
Results code: quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The tip coils were detached at the proximal solder. The tip coils were kinked and twisted. There was no other damage noted to the guide wire. The guide wire will be sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.